Event description:
Information received by medtronic indicated that the retainer ring was damaged.no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black on (B)(6). 2021, the customer alleged for diminished battery life, scratches on screen, retainer ring is cracked, pump didn't alert her when the pump wasn't dispensing insulin, pump rewinds slower, pump has to rewind more than once after reservoir change, e code, buttons are sticky, pump response slower to new battery. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with minor scratched lcd window, pillowing keypad overlay and dented retainer during the visual inspection. No cracks on the retainer noted. Thus software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error during testing. Pump rewinds properly during testing. No unexpected rewinds during the fill tubing or fill cannula feature. No keypad buttons sticking noted. All buttons functioning properly. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. The test battery removed from the battery compartment multiple times to alarmed insert battery and the insert battery alarm beeps properly. Pump programmed with multiple bolus not delivered alarms and the alarms functioning properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no unexpected battery alerts or alarms on the event date of dec 30, 2021; however, found: low battery alarms on (B)(6). 2021 at 11:57. Pump was cut open to perform visual inspection and the j1 connector on pcba 1 was locked properly and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Cosmetic damage confirmed on the retainer and lcd window. The customer alleged not confirmed for diminished battery life, pump didn't alert her when the pump wasn't dispensing insulin, pump rewinds slower, pump has to rewind more than once after reservoir change, e code, buttons are sticky and pump response slower to new battery. The motor functioning properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.